Event description:
It was reported that the both the atrial and ventricular leads exhibited slower than normal pacing, the atrial lead exhibited possible loss of sensing, and the ventricular lead exhibited possible oversensing. The leads were later found to be pacing appropriately, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.